Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 488 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 299 mg/dl, 401 mg/dl, 221 mg/dl and 250 mg/dl. Customer experienced sweating all night. The customer was using insulin pump within 48 hours of reported event. Customer treated their high blood glucose with syringes. Customer did not alleging insulin pump was under delivering. Customer also stated that the insulin pump had insulin flow blocked alert. Customer stated that the cannula was bent. Customer declined for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.